Event description:
A sales representative reported to olympus on behalf of a user facility that while using a camera head the image did not appear. Disconnection was suspected. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Upon evaluation, video connector contact failure was found as well as image noise. A broken cable was also found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Additional information received from the user facility indicated that the disconnection occurred during the procedure, which was for a diagnostic bladder test. No delay occurred during the time that the device was removed and replaced.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information provided by the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunctions: a) abnormal images occurred due to corroded contacts and cable-buckling. B) it is probable that the video function did not work properly due to corroded contacts and cable buckling, resulting in an abnormal image. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.